Manufacturer narrative:
(B)(4). Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed the trend and noted that the shocking lead impedance measurements had been gradually increasing. Additional information indicated that monitoring will continue through normal follow-ups. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received that the system continued to exhibit high oor shock lead impedance measurement. The patient will continue to be monitored. Attempts to obtain for additional information were unsuccessful. The cause of the observation remains undetermined at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead continued to displayed high, out of range shock impedance measurements with a new device. The patient was seen in clinic where a commanded 1.1 joule and 41 joule shock were delivered. This resulted in measurements of 75 ohms and greater than 125 ohms respectively. Boston scientific technical services indicated that the ra coil appeared to be what was contributing to the clinical observation and suggested programming the shocking vector to can to rv coil and re-testing with commanded shocks. This was done with resulting impedances of less than 125 ohms. The device was therefore reprogrammed can to rv. It was also reported that defibrillation threshold (dft) testing was attempted to be performed but ventricular tachycardia (vt)/ventricular fibrillation (vf) did not sustain long enough to perform testing. The system remains in service.